Manufacturer narrative:
(B)(4). It was reported that patient underwent transvaginal excision of exposed vaginal mesh, closure of vaginal defect and cystoscopy on (B)(6) 2012 for exposed vaginal mesh and pelvic pain.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a mesh revision on (B)(6) 2012 and underwent a hysterectomy on (B)(6) 2012. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced chronic cervicitis.

Event description:
It was reported that following insertion the patient experienced chronic cervicitis.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-07992. The same patient is represented in each medwatch.